Event description:
The physician had placed the guidewire down the coronary artery when he noticed that the tip was not responding to torquing. The wire was removed and found to be "stretched out." No pt injury was reported associated with this event.